Manufacturer narrative:
A partial lead with the connector pin measuring 17.6cm was returned for analysis. External insulation abrasion was noted at 11.4-11.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 6.0-6.2cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of low lead impedance.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.6cm was returned for analysis. External insulation abrasion was noted at 6.0-6.2cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of low lead impedance.

Event description:
It was reported that a patient received a shock followed by a vibratory alert. Interrogation showed alerts for possible circuit damage and device reset. A decrease in pacing lead impedance was also noted. Upon revision, an insulation break was observed. The lead was cut and capped.